Event description:
It was reported that a patient presented to clinic for planned lead extraction and generator change procedure due to elective replacement indicator (eri). The atrial and right ventricle (rv) leads exhibited significant insulation breach with significant noise episodes and low pacing impedances on each lead. The abandoned capped atrial lead was also explanted during the same procedure with an unknown malfunction on why it was previously capped. All the three leads were successfully extracted, and implantation of new atrial and rv lead and generator was uneventful. The patient was stable throughout the procedure.